Manufacturer narrative:
Brand name - the correct brand name is sterrad® sealsure chemical indicator tape. Common device - the correct common device is indicator, chemical. Catalog number - the correct catalog number is 14202.

Event description:
A customer reported the sterrad sealsure chemical indicator tape did not change color correctly after a completed cycle. The affected loads were reprocessed. There is no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of sterrad sealsure chemical indicator tape not changing color correctly.

Manufacturer narrative:
Method: actual device not evaluated. Result: no results available since no evaluation performed. Asp investigation summary: the investigation included a review of the device history record (DHR), trending of lot number and system risk analysis (sra). DHR review could not be performed as the lot number is unavailable. The sra indicates the risk associated with a quality problem with no impact to safety is considered "low." Lot trending could not be performed as the lot number is unavailable. The product was not returned; therefore, no visual analysis was performed. An issue with the concomitant sterrad 100s unit is unlikely as the customer reported that the incorrect color change did not occur in the other cycles of this unit. The cause of the issue is unclear. The customer could not verify what load items were being processed and whether the load items were validated for the unit; therefore, a load related issue cannot be eliminated as a cause. However, there is insufficient information to determine the cause of the issue as the customer did not provide the lot number. A manufacturing anomaly with the tape is unlikely since the tape passed in other cycles. A unit issue is also unlikely as the tape passed successfully in other cycles. The issue will continue to be tracked and trended.